Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was subsequently explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.5 cm to 5.7 cm from the distal tip, due to friction with another device. The outer coil was exposed.

Event description:
It was reported that the right ventricular lead exhibited intermittent noise. The patient would be monitored.

Event description:
Additional information notes that the lead was capped due to being fractured.